Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 01jul2019. The manufacturer's field service engineer (fse) was dispatched to the site and could not duplicate the customer's complaint. Product support found that the customer is using (B)(6) and product support advised customer it only works on (B)(6). This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
Customer is unable to get service software to work. The customer reported there was no patient involvement.